Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bent tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the 30 tubes were discovered to have molding defects. The following information was provided by the initial reporter: bent tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the 30 tubes were discovered to have molding defects. The following information was provided by the initial reporter: bent tubes.